Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for a routine device check. During interrogation, noise was noted on real time electrograms. The signal was saturated and not being sensed. When the values were updated, the signal would clear. No intervention or patient symptoms were reported. The patient would continue to be monitored.